Event description:
On (B)(6) 2012, pt reported the check button does not function correctly because the protective rubber is "worn out." The base plate of the infusion device is not visible. The button is not flat and will occasionally work if pressed hard. This was first noticed 1 week ago. The infusion device was not dropped prior to the event, and the key-lock feature is not activated. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.